Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing the guidewire, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.